Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an unidentified lead failure. The lead issue was addressed during an elective replacement of the generator on (B)(6) 2020. No patient symptoms were reported.